Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On the day of the event, he patient was experiencing a headache, dizziness and difficulty breathing. The patient eventually became unresponsive. It was not specified what the patient's cgm value was during this time or if a bg meter comparison was taken. The patient¿s parent called emergency medical sevices (ems). Once ems arrived, the patient¿s bg meter reading was ¿above 1000 mg/dl¿ while the cgm was reading 343 mg/dl. The patient was transported to the hospital and was admitted to the intensive care unit (ICU) for 5 days. The patient was discharged on (B)(6) 2024. The reporter did not provide any medication or treatment details regarding the patient¿s hospitalization, other than the patient receiving insulin. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.